Event description:
A pt emailed cook indicating he was implanted with a biodesign anal fistula plug by a surgeon at a private hospital in (B)(6). The pt reported he required additional hospital stays and operations, of which he alleges, were caused by the use of the product. The pt requested f/u from a cook rep. A cook medical science officer for apac contacted the pt. Although the pt provided some additional details, he was reluctant to use the hospital names and would not mention the doctor(s) by name. From this communication, the pt relayed he first noticed an uncomfortable lump in his groin in (B)(6) 2011 and was diagnosed with an anal fistula by a doctor he saw at a clinic in (B)(6). The pt reported that shortly after that, the fistula broke through the skin in there was a small opening which the pt treated with antibiotic ointment and a band-aid. The pt reported he planned to have the fistula evaluated the next time he went back to (B)(6). On (B)(6) 2012, the pt saw a doctor in (B)(6). The pt reported at this appointment, the doctor confirmed the presence of a fistula and performed a digital rectal exam. According to the pt, at this time the doctor also suggested repairing the fistula with surgery using the cook biodesign anal fistula plug, the surgery was scheduled for (B)(6) 2012 a "(B)(6) hospital". The pt reported this surgery was canceled due to insurance coverage issues. The operation was rescheduled and carried out on (B)(6) 2012 at "(B)(6) hospital" in (B)(6) at which time, in addition to the fistula repair, the pt had removal of hemorrhoids and removal of scalp cysts. The pt went home the following day. At some point post operation, the pt explained he experienced pain and high fever for which he returned to see "dr. (B)(6)" and the emergency department multiple times at the "(B)(6) hospital" for treatment. The pt was admitted to the hospital on (B)(6) 2012 (reason for admission not specified) and discharged on (B)(6) 2012. During this time, the pt reports he was fighting infection, had three additional procedures, an MRI, lost 7 kilograms, and that the surgeon described his condition as a complicated/complex anal fistula. The pt further reported that during this time the surgeon indicated there was a possibility of another fistula opening being present where the infection could have been spreading from. The pt indicated that after this hospital discharge, he continued to return to the hospital 3-5 times a week for the following 8 weeks or so. During this time the pt reported he had at least one surgery under general anesthesia or sedation and at least two smaller procedures. The infection continued despite minor operations using local anesthetic as well as the regular dressing changes. The pt described this pattern of treatment as "dr. (B)(6)" opening the hole, inserting gauze to allow the pus to drain, after one to three days the gauze would fall out and the hole closed up again, the pain would increase, and the pt would then return to the hospital. The pt reported the surgeon suggested an operation to clean out the infected tissue (of which it is understood the pt did not undergo). The pt reported he arranged to see a specialist in (B)(6). The pt is seeking compensation. Investigation into this report thus far has included: review of the info initially received from the pt; communication between the cook (B)(4) for apac and the pt; review of the additional details gathered from this communication; review of the biodesign "surgisis" fistula plug IFU (B)(4), and; a review of the "surgisis" biodesign fistula plug pt guide: anal fistula post-procedure care (B)(4). Not applicable. Thus far, we have not been supplied with copies of operative notes, procedure notes, surgeon/physician notes, culture or lab findings, or the name of involved physicians so that we may f/u regarding the pt's reported course of events. Although the pt has reported undergoing additional hospitalization, operations, and treatment post placement of the biodesign anal fistula plug, there is not enough factual medically based evidence to suggest a direct correlation between the use of the product and the reported course of event. However, since the pt has reported there was a need for intervention and the pt alleged the product contributed to the event, we determined the criteria to file an MDR was met. The biodesign "surgisis" fistula plug IFU (B)(4) precautions does list" ...in fistula cases involving evidence of acute inflammation, purulence, or excessive drainage, a seton should be used to allow the tract to mature and stabilize for six to eight weeks before placing the plug..." The general section of the IFU notes" ...the potential for infection of the graft material following implantation may be reduced by the use of prophylactic antibiotics and cleaning of the fistula tract..." The IFU also list the following potential complications "complications that can occur with the plug include, but are not limited to: inflammation, induration, migration, extrusion, seroma formation, infection, abscess, fistula recurrence, and delayed or failed incorporation of the plug. If any of the following conditions occur and cannot be resolved, plug removal should be considered: infection, abscess, acute or chronic inflammation (initial application of surgical graft materials may be associated with transient, mild, localized inflammation), allergic reaction." In addition we do not know the pt's fistula status prior to implantation of the biodesign anal fistula plug (specifically, presence of infection and/or abscess, fistula characteristics), we do not know what if any treatments the pt received for the fistula prior to implantation of the biodesign, we do not know if the pt was treated with a seton at any time prior to implantation of the product, we do not know any other pt medical/surgical history or underlying conditions, we do not know what specific procedure was performed for placement of the anal fistula plug, nor was the resulting status of the implanted product reported. Therefore, it is difficult to form a medically based description of the course of events or draw a decisive conclusion as to the root cause of the pt's reported events. Investigation into this complaint is ongoing. If/when new pertinent details are received, a f/u to this MDR will be filed.

Manufacturer narrative:
Product lot number and expiration date not available to the MFR as complainant did not report product lot number. The status of the implanted biodesign anal fistula plug was not reported by complainant. Method: as device was not returned to the MFR.